Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via medwatch report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Additional reported 2 sensors (serial numbers unknown) have been captured under this submission.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer called to report that an adverse skin reaction occurred with his last 3 adc freestyle libre sensors. The customer further reported he experienced symptoms described as ¿rash and oozing¿, and the sensors subsequently fell off. There was no report of self-treatment or third-party intervention as no further details were provided. There was no report of death or permanent injury associated with this event.